Event description:
Boston scientific was notified that after placement of the stent, the pt had a small stroke. The post-operative pt condition was reported to be the following: pt is fine and at home.